Event description:
Patient was revised to address a malpositioned cup and metal sensitivity due to metal debris/wear.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/11/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from elevated ions, difficulty ambulating and sleeping.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Event description:
Update may 02, 2017: legal medical records received. Pfs alleges failed device necessitating revision surgery. After review of medical records for MDR reportability it was reported that the patient was revised to address pain. Operative notes stated that the patient had clear signs and symptoms of metal debris based on aspiration but no infection. It was also mentioned that the cup may be slightly more anteverted than usual but is not prejudicial. Chromium level was above 7ug/l. There was no evidence of impingement. Hears a metal grinding/clicking upon assesment. This complaint was updated on may 5, 2017.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.